Manufacturer narrative:
Product complaint # :(B)(4). Date sent to the FDA: 10/14/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h3 investigation summary: h3 investigation summary ==> product complaint pc-000963490 was logged in for voc performance-pull off suture needle on dt (B)(6) 2021. Below is the detailed analysis of retain sample against mentioned voc. Complaint sample: complaint sample not provided for investigation. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw2303 lot t7004. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot. Retained sample evaluation: five retain samples of incident code nw2303 and lot t7004 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 1.174 kgf and value at release was found to be 1.157 kgf which meets the average usp requirement i.e. Nlt 0.230 kgf. All the individual as well as average needle pull-off values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2304 lot t7004. No other event was reported for same description from other parts of country. Hence the complaint could not be confirmed. Additional information was requested, and the following was obtained: did the needle and suture are separate prior to use on the patient (pre-op) when opening the foil? Yes, the needle and suture got separate prior to use on the patient (pre-op) when opening the foil, used another foil to complete the procedure. Did the needle and suture are separate during use on the patient? No.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/19/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9,h3 h3 investigation summary: complaint sample: 2 units of opened actual complaint sample foils along with 02 zipper trays, 2 lids and suture pieces along with one needle were received for investigation for code nw2303 lot t7004. Suture received in partial to complete disintegrated condition; as the complaint sample received in open condition further investigation on complaint sample cannot be performed except visual inspection. The foil packs were inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil along with several pinholes at top label side as well as bottom cavity side of both the packs were observed. Received 01 needle was visually inspected under 10x magnification and found satisfactory. Manufacturing records review: as a part of investigation batch manufacturing record was reviewed for code nw2303 lot t7004. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to processing of this incident lot.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The file states the event occurred intra-op. Please confirm. Did the needle and suture are separate prior to use on the patient (pre-op) when opening the foil? Did the needle and suture are separate during use on the patient? Note: events reported in 2210968-2021-08098.

Event description:
It was reported that a patient underwent an urethroplasty procedure on (B)(6) 2021 and suture was used. During the procedure, the surgeon noticed the needle and suture separated while opening the foil. Another device was used to complete the procedure. There were no adverse patient consequences. No additional information was provided.